Event description:
Tech alleged the brake engages but pops out of brake mode when you pull on the bed. No pt impact.

Manufacturer narrative:
The tech replaced the brake steer torque tube to resolve the issue.